Event description:
Parent is attempting to pair new transmitter. After entering the transmitter serial number, it keeps on looping asking to "pair new transmitter" again.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported, that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.